Manufacturer narrative:
Information was received on (B)(6) 2020 indicating that no patient was involved in the event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported problem was duplicated. Service replaced the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that smiths medical cadd solis pump will not detect attached cassette alarm. No adverse patient effects were reported.